Event description:
It was reported that during preparation for a paroxysmal atrial fibrillation procedure, a farawave 2.0 was selected for use. The physician observed dirt and a white powder-like substance on the handle of the sheath. The device was replaced, and the procedure was successfully completed using a new device. No patient complications were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed at facility). If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.